Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(4) is used to capture no patient involvement. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the forceps broke on (B)(6) 2017. There was no patient involvement. This report is for one (1) bone holding forceps-soft ratchet f/plates to 14mm wide. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: a device history record (DHR) review was performed for part number: 399.121, synthes lot number: 5902265, release to warehouse date: 16.jun.2009, manufacturing site: (B)(4). No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.